Manufacturer narrative:
E1 initial reporter address 2: (B)(6). The device was returned and visual, tactile, and microscopic analyses were performed. Examination of the hypotube found a break at 67.2cm distal to the distal end of the strain relief. Multiple kinks in various locations along the length of the hypotube were also noted. No other device issues were identified during returned product analysis.

Event description:
Reportable based on analysis completed on (B)(6) 2024. It was reported that advancing difficulties occurred. The diffuse target lesion was located in a mildly calcified vessel. An agent dcb mr 3.00 mm x 20.00 mm was inserted into a mach1 guide catheter and difficulties advancing to the distal part of the lesion were experienced. The device was removed and replaced with another agent dcb to complete the procedure. There were no patient complications. However, device analysis revealed a shaft break.